Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This event is no longer reportable.

Event description:
Additional information received indicates that the patient's scs ipg is currently working as intended and there are no allegations against this ipg. Therefore, this is no longer reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s scs ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.